Event description:
It was reported via repair work order that the bed exit not functioning properly due to footboard needing to be reseated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device was evaluated by the distributor.